Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, the basal rate settings needed adjustment. Juice and carbohydrates were consumed to treat low. Recommendation was made to consult with healthcare provider regarding diabetes management.